Event description:
It was reported that during implant of the atrial lead, the helix would not re-extend after several placements. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant. Visual analysis noted that the lead was returned with the distal conductor distorted within the connector. Therefore the helix tests cannot be performed at this time.